Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: a visual inspection was performed on the returned guide wire. The reported separation was confirmed. The reported entrapment of the device was unable to be replicated in a testing environment as it was based on operational circumstances. It should be noted that instructions for use (IFU), states: this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). In this case, the reported IFU violation did contribute to the reported complaint. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the reported information, the bmw universal ii guide wire was used in attempt to retrieve the separated portion of the non-abbott guide wire used. The physician intentionally tangled the bmw guide wire with the non-abbott wire and attempted to remove the wires through the previously implanted stent causing resistance. Manipulation during retraction of the guide wired against resistance resulted in the core and coil separation of the bmw universal ii wire. The investigation determined that the reported difficulties appear to be related to user error. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Patient codes: 1204 not labeled device codes: 1562 labeled 1212 labeled 1494 labeled internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 1494 - indication for use g9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the mildly tortuous and non-calcified lesion in the left anterior descending artery. A non-abbott guide wire was retracted after an unspecified stent was deployed. Although there was no resistance during removal, the radiopaque portion of the guide wire became detached and was located outside the implanted stent. A 190 cm balance middle weight (bmw) universal ii guide wire was advanced to retrieve the separated non-abbott guide wire. The physician intentionally caused the bmw guide wire to become entangled with the detached non-abbott guide wire. Both guide wires were pulled back together through the previously deployed unspecified stent; however, the guide wires became stuck inside the unspecified stent. The distal portion of the bmw guide wire became detached. A second unspecified stent was deployed to crush both detached guide wires against the vessel. The procedure ended at this point. The patient is stable. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.